Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and a motor position encoder error. The customer¿s blood glucose level was unknown at the time of the incident. The customer states she went in for an MRI of the brain and forgot to take pump off. The customer stated that the drive support cap appears normal. The customer stated that the insulin pump was exposed to high magnetic fields. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised to return pump with battery and zero out basal rate. The insulin pump will be returned for analysis.

Manufacturer narrative:
Motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform occlusion test, prime test, excessive no delivery test and displacement test due to motor error alarm. Unable to verify the motor position encoder error alarm due to motor error alarm.